Event description:
The patient reported that she noticed her stimulator had moved a couple inches from where it was. She had been doing exercises for her hip at the physical therapy. The patient asked if this could've caused the device to move. No patient symptoms were reported and she was redirected to her healthcare provider (hcp) to have the device evaluated. This had occurred a week or two prior to this report in (B)(6) 2016. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the consumer reported the patient told their principal physician on (B)(6) regarding the implanted device moving and not performing well. The patient was referred to a urologist and met with the urologist on (B)(6). The urologist found that the device had not moved. The device had needed adjusting and was working again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.